Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. One device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the bed exit did not alarm. There was one instance of patient involvement; no adverse consequences or clinically significant delay in treatment were reported.